Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed on (B)(6) 2020, treating a target lesion in the proximal left anterior descending (lad) artery. A 2.5 x 23 mm xience proa stent and a 3.0 x 15 mm xience proa stent were implanted in the proximal lad. On (B)(6) 2022, the patient was re-hospitalized with dyspnea and hypertensive crisis. Cardiac catheterization was performed and in-stent restenosis was noted in the 3.0 x 15 mm xience proa stent. Angioplasty was performed using a drug eluting balloon. The adverse event resolved on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and hypertension are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.